Event description:
It was reported the patient experienced a loss of therapeutic effect and intermittent stimulation. Acute pain was noted. The patient had ¿about 75% pain relief¿ for the ¿first few weeks¿ after implant and during the trial but had no therapeutic effect at all as of the date of this report. It was noted that a ¿few hours¿ after turning stimulation on the patient no longer felt stimulation. The patient coughed as a means of checking the status of the stimulation. After coughing and not feeling stimulation the patient believed stimulation was off. It was noted that this occurred three times. It was stated the patient indicated that there was ¿no lightning bolt on.¿ later in the call the patient observed that the ¿lightning bolt¿ was on after it was checked with the patient programmer. If the patient attempted to increase stimulation past 3.20v it was uncomfortable. It was noted that the issue began about three or four weeks prior to this report. The implantable neurostimulator (ins) was recharged regularly. The ins battery level was at 100% and stimulation was on. The patient had an appointment with the healthcare professional scheduled. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received indicated the implantable neurostimulator (ins) turned off three times without the patient manually turning it off. It was also noted, the patient had ¿horrible¿ pain when they bent down in (B)(6). It was added, the patient was concerned about the amount of ins battery showing on the recharger not matching the amount of battery showing on the programmer. It was unclear if the patient was confusing coupling bars with the ins charge level. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).